Manufacturer narrative:
The device is not available for evaluation without the returned device a probable cause is unable to be determined. Plots: the customer provided two possible lot numbers. Lot # 4976076 exp date: 08/01/2023, MFR date:08/01/2020; lot #5008946 exp date: 09/01/2023, MFR date: 10/01/2020.

Event description:
The event involved a safeset that the customer reported the syringe broke off the safeset transducer line at the bonded site. The line had not been on the patient for more than 7 days. There was no medication involvement. There was patient involvement with a delay of therapy, however, no report of adverse event.